Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the rep had met with the patient today ((B)(6) 2018). The patient is not currently having the burning. The impedances were all within the normal limits. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the rep saw the patient yesterday august 14 and the physician wants to replace the battery with a new device. Physician will replace the battery. The burning pain has not been resolved. The information was confirmed by physician/ account. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. The patient stated that "it is burning me". Patient then clarified that her ins is burning her inside. Patient stated it burns a little but then it stops. Patient stated she just started charging and it burns her sometimes. Patient was asked if she only felt the burning when she is charging and patient stated, "no, this is her second or third time feeling the burning". Patient stated it was not a long burn but it burns. Patient stated it was burning quite frequently now and indicated it had been burning her all morning. It was reviewed that patient consider turning the ins off if she continues to have the burning sensation. It was also reviewed that she should contact her health care professional (hcp). Assistance was offered to the patient in turning the ins off but the patient did not want help and wanted to call her hcp. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Due to (B)(6) harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient feels a burning pain under her battery. It occurs whether stimulation is on or off. It usually only occurs when she is charging. The patient feels placing the charger on the ins and the pushing down on the battery is what causes it. The patient is going to call the clinic to make an appointment to see the rep and physician. The appointment has not yet been made, and the issue is not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's surgery was scheduled for (B)(6) 2018. No further complications reported.